Event description:
According to the reporter: the sulu could not be opened after it was locked on tissue. In order for the device to be removed, it had to be cut off. The reloads were difficult to load and unload. There was no injury to the pt or blood loss. There was no extension of incision. There was damage to the tissue.

Manufacturer narrative:
(B)(4).